Manufacturer narrative:
(B)(6). On 01/12/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/18/2017 a medtronic representative, following-up at the site, confirmed the navigation system was navigating accurately. On 01/18/2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. The surgeon noted that the right iliac screw was approximately 1 centimeter breach during a post-op scan. No issues with inaccuracy were noted when placing the screw. Left iliac screw, placed after the right iliac screw, was accurate. Reference frame was attached to l2. Surgeon had two imaging system scans performed (first: l3-sacrum, second: sacrum-iliac). Reference stayed attached to l2 for both scans. The surgeon removed the screw from the right iliac, moved the spine reference frame to l4, re-scanned the patient with the imaging system, and replaced the screw. Surgeon confirmed that this second placement was accurate with another image. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy.